Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006: the patient presented with the following pre operative diagnosis: l4-l5, l5-s1 advanced painful disk degeneration, disk protrusion and radiculopathy. The patient underwent the following procedure: decompressive laminectomy, disk excision posterior lumbar interbody grafting l4-l5, l5-s1 with interbody fusion cage, local bone and bone morphogenic protein. Posterior spinal fixation and fusion with titanium pedicle screws and rods, local bone and rhbmp-2 l4 and s1. As per op notes: "..this being completed, the wound is thoroughly irrigated. Ball-tip probe easily passed out the neural foramen, 6-mm rods anchored to 12-trim with a torque wrench. The posterolateral bed is thoroughly irrigated and grafted with local bone and rhbmp-2, and at this point, the wound is closed locked running water tight fashion. Fascia closure subcutaneous fat is approximated. Skin is closed with a running interdermal cosmetic stitch......" On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.